Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication), no image and scope connector cover unit, outside shield unit is dirty. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction, and for the additional finding, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope experienced an e30 error. There were no reports of patient harm. .